Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the implant depth was approximately 2 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following the implant procedure, the mean gradient was 9 millimeters of mercury (mm hg), and trivial paravalvular leak (pvl) was observed; however, no additional treatment was performed. Two days following the implant of the valve, a high creatinine kinase (ck) of 1000 was noted. An echocardiogram was performed that showed no abnormal findings, and the patient did not complain of any symptoms. Three days following the implant of the valve, the patient's ck decreased. Four days following the implant of the valve, cardiopulmonary arrest occurred. Subsequently, extracorporeal cardiopulmonary resuscitation (ecpr) was initiated using a combination of cardiac massage and extracorporeal membrane oxygenation (ECMO). A computed tomography (CT) scan was performed that revealed the transcatheter valve had migrated into the ascending aorta, and bleeding in the thoracic cavity. The patient's heart beat did not return and the patient died. The cause of death was reported to be due to delayed coronary artery occlusion. An autopsy was performed that revealed holes in both the left and right ventricles, and the transcatheter valve was explanted. There was no damage found on the transcatheter valve. Per the physician, the increase in ck was possibly due to the patient's calcification or cusp migrating into the coronary artery, or embolization of a thrombus in the rcc. Per the physician, the migration was possibly caused by the cardiac massage, or by pressure applied by the hemopneumothorax. Per the physician, the ventricular perforation was due to the cardiac massage. It was noted that a non-medtronic (safari) guidewire was used during the implant procedure. Additional information was received that a non-medtronic pacing wire was used for the procedure. The patient did not have a previous coronary artery occlusion and at the end of the surgery, there was no occlusion. Additional information was received that an autopsy was performed that revealed a myocardial infarction (mi), and it was presumed that the cause was a cardiac rupture at the infarction site. Per the physician, there was no causal relationship between the death and valve or valve implant procedure.

Event description:
Additional information was received that the cardiac rupture was the ventricular perforation caused by chest compressions during cardiopulmonary resuscitation (CPR). The patient's anatomy was noted as a contributing factor to the mi as it was possible that thrombus or plaque attached to the valve leaflet caused the occlusion. Per the physician, the transcatheter valve and delivery catheter system (dcs) did not cause or contribute to the mi.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the implant depth was approximately 2 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following the implant procedure, the mean gradient was 9 millimeters of mercury (mm hg), and trivial paravalvular leak (pvl) was observed; however, no additional treatment was performed. Two days following the implant of the valve, a high creatinine kinase (ck) of 1000 was noted. An echocardiogram was performed that showed no abnormal findings, and the patient did not complain of any symptoms. Three days following the implant of the valve, the patient's ck decreased. Four days following the implant of the valve, cardiopulmonary arrest occurred. Subsequently, extracorporeal cardiopulmonary resuscitation (ecpr) was initiated using a combination of cardiac massage and extracorporeal membrane oxygenation (ECMO). A computed tomography (CT) scan was performed that revealed the transcatheter valve had migrated into the ascending aorta, and bleeding in the thoracic cavity. The patient's heartbeat did not return and the patient died. The cause of death was reported to be due to delayed coronary artery occlusion. An autopsy was performed that revealed holes in both the left and right ventricles, and the transcatheter valve was explanted. There was no damage found on the transcatheter valve. Per the physician, the increase in ck was possibly due to the patient's calcification or cusp migrating into the coronary artery, or embolization of a thrombus in the rcc. Per the physician, the migration was possibly caused by the cardiac massage, or by pressure applied by the hemopneumothorax. Per the physician, the ventricular perforation was due to the cardiac massage. It was noted that a non-medtronic guidewire was used during the implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012867008); product type: 0195-heart valves. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the implant depth was approximately 2 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following the implant procedure, the mean gradient was 9 millimeters of mercury (mm hg), and trivial paravalvular leak (pvl) was observed; however, no additional treatment was performed. Two days following the implant of the valve, a high creatinine kinase (ck) of 1000 was noted. An echocardiogram was performed that showed no abnormal findings, and the patient did not complain of any symptoms. Three days following the implant of the valve, the patient's ck decreased. Four days following the implant of the valve, cardiopulmonary arrest occurred. Subsequently, extracorporeal cardiopulmonary resuscitation (ecpr) was initiated using a combination of cardiac massage and extracorporeal membrane oxygenation (ECMO). A computed tomography (CT) scan was performed that revealed the transcatheter valve had migrated into the ascending aorta, and bleeding in the thoracic cavity. The patient's heart beat did not return and the patient died. The cause of death was reported to be due to delayed coronary artery occlusion. An autopsy was performed that revealed holes in both the left and right ventricles, and the transcatheter valve was explanted. There was no damage found on the transcatheter valve. Per the physician, the increase in ck was possibly due to the patient's calcification or cusp migrating into the coronary artery, or embolization of a thrombus in the rcc. Per the physician, the migration was possibly caused by the cardiac massage, or by pressure applied by the hemopneumothorax. Per the physician, the ventricular perforation was due to the cardiac massage. It was noted that a non-medtronic (safari) guidewire was used during the implant procedure. Additional information was received that a non-medtronic pacing wire was used for the procedure. The patient did not have a previous coronary artery occlusion and at the end of the surgery, there was no occlusion.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.